Manufacturer narrative:
All available information was investigated, and the reported m/l knob resistance was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history indicated there may be a lot-specific quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices the reported m/l knob resistance was determined to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. A cause for the reported inability to straighten the cds shaft could not be conclusively determined.

Manufacturer narrative:
All available information was investigated, and the reported m/l knob resistance was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history indicated there may be a lot-specific quality issue. The issue is being addressed per internal operating procedures. The reported m/l knob resistance was determined to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. A cause for the reported inability to straighten the cds shaft could not be conclusively determined.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3 on a patient with malcoaptation. A mitraclip was inserted and deployed on the mitral valve. A second mitraclip was then inserted. However, while rotating the m/l knob, resistance was encountered and difficulties straightening the clip occurred. It was noted that the clip did straighten but with using a lot of force. Therefore, the clip was removed from the patient. No additional clips were implanted, and the mr was reduced to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure.